Event description:
An 8-10 second pause occurred resulting in a syncopal epi- sode when the patient attempted to get up. Inhibition of ventricular pacing was noted during the pause. After the episode, impedance and capture thresholds were normal. Sensing could not be assessed due to no intrinsic rhythm. No anomalies were reproduced with isometrics and no pauses were noted. The patient was exposed to a blunt impact dur- ing a car accident in 2007. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.